Event description:
It was reported that shaft break and removal difficulties occurred, requiring surgery. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was 70% stenosed, severely tortuous, and moderately calcified. After two stents were deployed separately at the bifurcation, situated from the left main into the left anterior descending artery and left circumflex, a 2.50mm x 12mm emerge balloon catheter was advanced to cross the side branch through a stent strut. However, the shaft broke 9 cm from the distal tip and was left distal through the stent strut. A snare was advanced, but due to tortuosity coupled with the stent struts, retrieval of the device was extremely difficult. The patient remained in stable condition with no abnormalities in pressure despite the balloon being stuck. After considering catheter-based options for retrieval, the physician decided to send the patient to open heart surgery to extract the balloon before the patient became unstable. The fractured device was removed in open heart surgery with no damage observed on the implanted stent, and the procedure was completed. The patient fully recovered.